Event description:
Customer's mother called to report a hospital visit due to high blood glucose. The current blood glucose reading is 158 mg/dl. Customer experienced severe headache, muscle spasm, bad breath and ketones in urine. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.